Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a 1st mtp fusion procedure while using the forefoot fusion module tray, the surgeon used two ar-8933-32pt, 3.0 low profile cannulated partially threaded screws to fuse the joint, prior to using a plate for the fusion. The surgeon then used two ar-8933k, guide wire with trocar tips in crossing fashion to hold the fusion in place. The surgeon then measured, and over-drilled with the ar-8933-20c, cannulated drill bit to the near cortex of bone. Following drilling, the surgeon inserted screws over the guide wire using a cannulated hand driver. As the surgeon was advancing the screw, the surgeon stated they felt something unusual, and did not feel adequate compression. Using fluoroscopy, it was discovered that one of the ar-8933-32pt screws had broken in half in the patients bone. The surgeon was able to remove the head of the screw and the shaft, but was not able to retrieve the remainder of the screw as it was in the patient's bone. The rep confirmed that the screw head and the smooth screw shaft were able to be retrieved, but the threaded portion of the screw remains in the patient. The rep stated that the bone quality was decent. The rep confirmed that the case proceeded and the surgeon was able to obtain adequate compression on the fusion site with one screw and one mtp plate fixation. The rep confirmed that the retrieved portions of the screw will be returning to arthrex for evaluation. The rep stated they are not able to attain the lot number of the broken screw. Patient: female / age (B)(6) / dob: (B)(6).